Event description:
It was reported that, during patient use, a 980 ventilator generated a battery error message. The patient was not removed from the ventilator as it continued to ventilate the patient. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the battery. The se performed extended self-testing on the device and all tests passed.